Event description:
The customer called to report that he had been getting a no delivery alarm and hadn't been able to clear. The customer stated that his blood glucose was 573 mg/dl. The customer also stated that he had been in a car accident a month prior and that when his blood glucose was checked at the time of the accident it was perfect. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during the no delivery test due to a fault force sensor resistor. The device seated during the displacement test due to dried insulin on the motor slide. A cracked display window, cracked reservoir tube lip and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.